Event description:
It was reported that pump screen loaded slowly and sometimes became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and no additional information was received regarding further actions or outcome of event.